Event description:
A malfunction alarm designated as malf 12 was reported without any notable events occurring beforehand. The customer confirmed there was no adverse impact to their blood glucose level, as it did not exceed 500 mg/dl. The technical support team arranged to replace the pump and provided instructions for returning the malfunctioning device. They also informed the customer about receiving a replacement pump, training availability, and the necessary steps to prepare the defective pump for return. The customer acknowledged all instructions and understood the provided guidance.